Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient developed a hemothorax/pneumothorax post implant of the implantable pulse generator (ipg) system. Pericardial window was performed and chest tubes placed. The ipg system remains in use. No further patient complications have been reported as a result of this event.